Manufacturer narrative:
Additional data: d4, h4 h6 codes have been updated to reflect receipt of the device and conclusion of the investigation.

Event description:
It was reported that a patient was revised to address four fractured ozark fixed self-tapping screws. Fragments of the fractured screws remain in the patient's vertebral bodies as the surgeon was unable to remove them. This report captures the first of four screws.

Event description:
It was reported that a patient was revised to address four fractured ozark fixed self-tapping screws. Fragments of the fractured screws remain in the patient's vertebral bodies as the surgeon was unable to remove them. This report captures the first of four screws.